Event description:
It was reported that the customer received multiple altitude alarms in the early morning during basal delivery. The customer would clear the alarm and insulin delivery was resumed. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.